Event description:
Customer states that they are getting weak rh positive reactions (microscopic weak) at immediate spin (is) and weak d phases of testing with immucor anti-d (murine monoclonal), series 4 when testing a new donor. The customer performed additional testing with ortho anti-d. Results were rh negative at the is phase and "sticky" at the weak d phase. No medical action was taken as a result of the unexpected positive reactions.

Manufacturer narrative:
Customer samples were not returned for investigational testing. Retention product was tested with in-house donors of various rh phenotypes, including weak d cells. Expected reactivity was observed. Retention product performed as expected. The customer reported reading the is and weak d phases microscopically, which contradicts the package insert; the package insert indicates to examine for macroscopic agglutination. Although no medical action was taken based on the results, the potential for transfusion of incompatible blood exists.